Event description:
It was reported that eleven months five days post port placement via the internal jugular vein, the patient allegedly experienced pain while saline was infused. Therefore, the port system was removed. It was further reported that three cracks were found on the removed catheter. Reportedly, subcutaneous leak was allegedly noted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified.

Event description:
It was reported that eleven months five days post port placement via the internal jugular vein, the patient allegedly experienced pain while saline was infused. Therefore, the port system was removed. It was further reported that three cracks were found on the removed catheter. Reportedly, subcutaneous leak was allegedly noted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium low profile implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and identified deformation and wear issues as a circumferential splits were noted to the catheter approximately 5.4cm and 6.4cm from the distal end of the cath-lock and a partial compound break was noted to the catheter approximately 7.0cm from the distal end of the cath-lock. The surface of the partial compound break was rounded. Further during functional evaluation, leaks from the partial compound break and the circumferential splits were noted upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.